Event description:
It was reported that the doctor performed the cataract operation likely with a new phaco tip. On the following day, (B)(6) 2022, he carried out the follow-up examination and noticed that there was fine dust-like metal debris in the anterior chamber and on the iris. It is unknown whether this came from the phaco tip or another instrument. No medical interventions were needed. The situation will be monitored. No further information has been provided.

Manufacturer narrative:
Information unknown/ not provided, per regulation EU (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Lot #: unknown/not provided. Catalogue#: a complete catalogue # is unknown, as product serial number was not provided. Expiration date: unknown as lot number was not provided. UDI #: unknown as product lot number was not provided. Telephone number: (B)(6). Device evaluation: at the time of the investigation, product was not available for evaluation. Therefore, no testing could be performed. Manufacturing record evaluation: for this reported event, lot# was not reported and cannot be obtained. Therefore, manufacturing record review cannot be performed. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. The reported event cannot be confirmed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section b5 - describe event or problem: trough follow-up we learned that during another post-operative check-up on the (B)(6) 2022 the patient presented with good vision and no issues. Section d9 - device available for evaluation? Yes. Section d9 - returned to manufacturer? Yes. Section d9 - date returned to manufacturer: 21st march 2022. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: one phaco emulsification tip was received within its silicone tube cover. No original packaging was returned, therefore no lot number could be confirmed. A visual inspection of the returned phaco tip reveals the tip had no yellow finish. Additional inspection under magnification reveals damage and scratches on the exterior surface of the tip near the distal end. How and when the damage was introduced cannot be determined and no loose particles were observed. Manufacturing record evaluation: for this reported event, the lot number was not reported and cannot be obtained. Therefore, manufacturing record review cannot be performed. Conclusion: the size and location of the scratch/damage near the distal end of the phaco tip suggests inadvertent contact with the side port instrument or damage during cleaning/re-sterilization. As a result of the investigation, there is no indication of a product quality deficiency. No further investigation is required. The reported issue is an anticipated/expected event for opor1519l and does not represent a new risk. Based on the last annual risk management review and ongoing post market surveillance activities, the probability of occurrence for the reported event remains within the rates established in the product risk management files. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.